Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws opened and were used initially, but did not open all the way. After sealing and cutting further, the jaws stopped opening entirely. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws opened and were used initially, but did not open all the way. After sealing and cutting further, the jaws stopped opening entirely. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25138803 ,25139083,25139520 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle as well as on the heater wire. The heater wire was observed to have no visual defects. The silicon insulation was observed to have no visual defects. The jaws were observed to be closed, with a sight gap in between the jaws. A mechanical evaluation was conducted. The jaws would not open when manipulation of the toggle switch. The toggle switch was opened, and it was observed that there was blood was observed inside the toggle switch. An engineering evaluation was conducted. The harvesting handle was opened by an engineer, no visual defects were observed. The engineer then took apart the jaws, and it was observed that the welds failed between the control rod and the stamped yoke. The yoke was observed to not be properly welded. Based on the return condition of the device, the reported failure "mechanical issue" was confirmed as well as the analyzed failure "detachment of device or device component¿. A c of c for the yolk was reviewed, there were no non-conformities recorded. The c of c for the toggle switch was reviewed, there were no non-conformities recorded.